Event description:
It was reported that the pump went out of control during a knee arthroscopy. During the case the pump used 2 bags of saline and the patient had extravasation to the thigh of the affected side. The bags infused over a short period of time and the actual pressure of the joint did not register on the pump. The pump was checked after the case and it was working fine. The pump tubing was also checked and it was noted that the piece that fits into the sensor was broken or not inserted correctly.

Manufacturer narrative:
The product was physically received, however, it was repaired and returned to the customer before an engineer was able to perform a full evaluation. Therefore, the reported failure mode could not be confirmed. Based on the repair diagnostics, the unit had a calibration issue and a roller wheel failure. Past complaints involving this product and this reported failure, have been primarily caused by: calibration issue, motor issues, pressure sensor issues, use error and/or, pcb board issue. However, this cannot be confirmed. In sum, the product was physically received but repaired and returned before a full evaluation could be conducted. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pump went out of control during a knee arthroscopy. During the case, the pump used 2 bags of saline and the patient had extravasation to the thigh of the affected side. The bags infused over a short period of time and the actual pressure of the joint did not register on the pump. The pump was checked after the case and it was working fine. The pump tubing was also checked and it was noted that the piece that fits into the sensor was broken or not inserted correctly.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.